Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that just as soon as the artery was entered with the stent delivery system (sds) resistance was felt and the sds would not go into the left anterior descending. There was no problem with the sds balloon crossing, it was very smooth, but the stent bowed up. Then when attempting to pull back, the balloon came and the stent stayed behind. A balloon was used in the proximal tip of the stent to pull it out of the coronary; however, it then stuck on the sheath. The case ended with the patient receiving a balloon angioplasty of the lesion. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for this dislodged stent. Evaluation summary - quality assurance analysis revealed that the sds was returned with blood visible on the stent implant. There was contrast visible in the inflation lumen. The stent implant was dislodged from the balloon. The stent implant was returned mangled and stretched. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There were no kinks or damage noted to the tip or inner member. There were two bends in the hypotube 27.5 cm and 53.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1 mm. The stent implant outer diameters could not be measured due to the damage to the stent implant. Product performance engineering reviewed the incident information and the returned device analysis. It was reported that as the rx promus sds was advanced, it could not advance into the lad. As attempts were made to manipulate the sds the stent implant dislodged. A balloon was used to snare the stent implant and retract it into the sheath, which was then removed from the patient anatomy. Balloon angioplasty was performed to complete the procedure, and no patient effects were reported as a result of the difficulties experienced. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. Reportedly, the target lesion was calcified which could have contributed to the difficulties experienced. Analysis of the returned device found that the stent implant was dislodged, mangled, and stretched. The sds balloon was tightly folded and there were crimp marks visible on the balloon between the markers, suggesting that the stent implant had been crimped in the correct location during manufacturing. There was no damage noted to the balloon or sds which could have contributed to the dislodgement. However, due to the state of the returned stent implant, the outer diameter could not be measured to determine how it may have contributed to the difficulties experienced. It is possible that the stent implant was damaged as it dislodged or as it was removed from the patient anatomy, though this could not be confirmed. Based on the incident information and returned device analysis a definite root cause for the difficulty advancing and dislodged stent cannot be determined. There were two bends noted in the hypotube of the returned device, though this damage was not reported in the incident information. It is possible that the bends occurred during or after the procedure, as the sds was packaged and shipped back to abbott vascular for analysis. A root cause for the kinks cannot be determined. A review of the device lot history records did not reveal any non-conforming material reports which could have contributed to the difficulties experienced. This MDR is considered closed by the product performance group.